Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer changed pump supplies to address the issue. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.